Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the radio frequency (rf head) was unable to achieve consistent telemetry. The rf head was replaced and will be returned for repair. No patient complications have been reported as a result of this event.